Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 30 mg/dl and treated with glucose/carb intake. The customer stated she was under the impression that when being in auto mode, the device will give her micro boluses when blood glucose is high, and will suspend insulin delivery when blood glucose goes low. The customer was explained that when the device is in auto mode, it does not suspend insulin delivery unless it goes out of auto mode. Troubleshoot was declined. The insulin pump will not be replaced or returned for analysis.